Event description:
Patient presented to the physician with an infection at the neck incision site on two separate occasions. Physician prescribed antibiotics both times to treat the infection. Patient returned for a follow-up appointment with improvement.